Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a flogard infusion pump with "failure code f-66" and was confirmed by baxter personnel. The root cause of this condition was determined to be the supply voltage of cpu circuitry is too high due to a defective main battery. Main battery was replaced to correct this condition. Should additional information be received a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "failure code 66". This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.